Manufacturer narrative:
(B)(4).

Event description:
The patient experienced lack of efficacy/pain and swelling at the site of the catheter implant. A catheter access port (cap) contrast study was done on (B)(6) 2012 and revealed leakage of contrast in the back. A surgical revision was done on (B)(6) 2012. Tearing was noted at the intrathecal catheter. The catheter was spliced. The patient recovered without sequela. The pump delivered morphine..

Manufacturer narrative:
Catheter model # 8709sc lot #n308612007 implanted: (B)(6) 2012 explanted: unk; synchromed refill kit 8551 implanted: (B)(6) 2012 explanted: (B)(6) 2012; 8835 personal therapy manager (B)(4).